Event description:
It was reported that there was no dial tone to the remote monitor and that the "send phase was not going through." A new monitor was ordered. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event (manual transmission) if it were to recur.